Event description:
It was reported that the pt's device location was painful in the pocket area. She had no issues with the stimulation. It was noted that she had lost 10 pounds. The healthcare provider confirmed that the pt experienced constant pain at the device site. The pt had lost 15 pounds. The neurostimulator was repositioned with excellent results.